Manufacturer narrative:
B3: december 2025 was the reported year of the event, but the exact day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the leakage from the filter was confirmed during patient use. The event occurred during patient use/administration at facility. There was no reported patient harm/adverse event.

Manufacturer narrative:
D4 - catalog #: correction. H6. Codes: updated. Device evaluation: received one (1) used level 1 disposable normothermic IV admin sets. As received, there was no physical damage or other anomalies observed on the returned sample. To replicate clinical use, the device was installed onto a level 1 fluid warmer. The heat exchanger assembly was successfully installed; no leaks were observed during operation (recirculating fluid path only). The infusate line was then primed as per IFU using an ICU medical provided IV bag. A leak was observed at the infusate tubing at the top of the heat exchanger filter assembly. Upon closer inspection, a channel was observed at the tubing junction. The complaint of leakage was confirmed. The probable cause is due to a solvent application error during manufacturing. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.